Event description:
It was reported that the user experienced low glucose after not announcing meals, which led the ilet algorithm to deliver more aggressive corrections. The reported low measured 57 mg/dl, the user denied symptoms at the time, consumed oral glucose, and received education on proper meal announcements and treating lows, aligning with a use-related issue rather than a device malfunction. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.